Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy with ligature procedure. The exact procedure date was unknown. During the procedure, as an attempt to perform the elastic ligation of varicose veins; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a sales representative. The healthcare facility is: (B)(6) phone: (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a sales representative. The healthcare facility is: phone: (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing contained the seven bands, and some of them were moved and overlapped. The ligator housing teeth were bent and damaged. The suture hole was in good condition; however, the suture was broken. The handle slot did not have evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, the suture was broken, the ligator housing teeth were bent and damaged, and the trip wire was not secured into the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The trip wire not being secured could have affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. The broken suture and damaged ligator housing teeth found during device analysis could have occurred due to the instructions not being followed or they could have also happened due to excessive force applied on the device. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Block h11 (correction): block d7a and block h8 have been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy with ligature procedure. The exact procedure date was unknown. During the procedure, as an attempt to perform the elastic ligation of varicose veins; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.